Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio is unable to repair the device at this time due to part obsolescence. The customer will be provided with a loaner device until a permanent solution can be determined. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while trying to do the users test the device would not power on. In this state the device may not be able to power up and deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
The device was archived by physio-control and the customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while trying to do the users test the device would not power on. In this state the device may not be able to power up and deliver defibrillation therapy if needed. There was no patient use reported with the event.